Event description:
It was reported that the fluid warming device had a cracked reservoir and will not hold solution. No patient injury or adverse effects were reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting and cracked tank cover. Functional testing found the tank covers are cracked and leak, confirming the reported issue. The root cause of the reported issue was found to be a supplier manufacturing issue - covers are exceeding the .020" requirement resulting in overtightening of the tank screws. Replaced the tank cover and drain fitting. This issue has been escalated to an internal scar and will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. D5 and e4 are unknown, no information provided to date.